Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 175cc saline breast implant, catalog # 3501620, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a procedure with a mentor smooth round moderate profile 175cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement on (B)(6) 2018 with like devices.

Manufacturer narrative:
In addition to the deflation, the patient also experienced bilateral capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures, and it revealed valve leakage. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5813007 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet.  Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed according with mentor procedures, and it revealed valve leakage. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/24/2018, mentor received additional initial reporter information: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/20/2018, mentor became aware of the lot/ serial number of the device, which is (B)(4). Additionally, when explanted, the device was replaced with a mentor smooth round moderate profile 150cc saline breast implant (catalog: 3501615, s/n: (B)(4)). Manufacturer¿s reference number: (B)(4).